Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow up on (B)(6) 2021, where an episode of post-paced t-wave oversensing was discovered on the implantable cardioverter defibrillator. Programming changes have been recommended but were not performed at this time. There were no patient consequences.